Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 01) occurred. The customer could not recall if the cartridges were damaged during these events or if accurate fill estimates were received after loading new cartridges to address the alarms. Blood glucose level was not impacted.